Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. Review of the device image noted high current draw. The device was tested on the bench and high current draw was noted. The cause of the high current draw was found to be an anomalous capacitor.

Event description:
It was reported that the device was explanted due to premature battery depletion.